Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the biopsy inlet t-piece clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the biopsy inlet t-piece. In addition, we confirmed that the insertion flexible tube (ift) perforated, and the u/d knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.